Event description:
It was reported that on august 7, an acessa procedure was performed, 12 fibroids were treated, a pedunculated fibroid was excised and removed through an extended 10mm port for morcellation, and a uterine manipulator was used. Patient received antibiotics prophylaxis. On august 16, the patient went back to the emergency department reporting incisional pain, abdominal and pelvic pain, and back pain. Additionally, patient reported fever and chills and had no white count and no fever. CT scan read as abnormal probably related to the recent ablation. The doctor has seen her three times although the last time no pelvic exam was done. The patient is using ibuprofen and oxycontin. No additional information available.

Manufacturer narrative:
Device identifier: (B)(4). D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.